Event description:
Ligasure handpiece errored out and would not work when the device jaw was closed. The error stated that the handpiece was not being closed for long enough duration when held closed.